Event description:
The customer reported that while the unit was in use on a patient, the unit displayed a "blood detected" message on screen with no blood visible in the iab catheter. No patient injury was reported.

Manufacturer narrative:
The co rep observed the event of "blood detected" alarm in the error log. The co rep observed that the blood detector was out of specification. The reported voltage was 0.963 volts and did not meet the specified 1-2.3 volts. The co rep recalibrated the blood detector, and removed excess condensation from the system. The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).